Manufacturer narrative:
The lens was returned taped to a piece of paper in a non-company peel pouch. Blood and solution were dried on the lens. One haptic was broken from the gusset area (not returned). The lens was cleaned with klrp for further evaluation. The optic was torn (possibly cut) from the edge towards the center. When attempting to remove the lens from the adhesive tape, the optic damage was extended. The lens was allowed to dry. Upon drying, the lens appeared clear. A power, cylinder, and optic resolution test were attempted. The lens met specifications for power (17.0 diopter) and cylinder (1.50) for a company 17.0 diopter lens. The optical resolution could not be 100 percent confirmed due to the areas of optic damage on the returned lens. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A power, cylinder, and optic resolution test were attempted by engineering technician. The lens met specifications for power (17.0 diopter) and cylinder (1.50) for a company 17.0 diopter lens. The optical resolution could not be 100 percent confirmed due to the areas of optic damage on the returned lens. Information was provided in the file that the company (1.50cyl), 17.0 diopter, (1.5 extended depth of focus) lens was removed and replaced with a non-company toric lens 16.5 diopter. The exchange for a 0.5 lower diopter difference may suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, hazy and halos. Clinical reason for explant was mechanical defect iol. The iol was exchanged for another model company lens 3 months 28 days following the initial implant procedure. Additional information has been requested and received stating the lens was replaced with non company lens.